Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge fse evaluated the iabp unit and replaced both batteries. There were no faults in the fault log associated with this event. The fse completed the pm and performed all safety and functional tests. The iabp passed, was cleared for clinical use and returned to the rental storage facility. (B)(6).

Event description:
It was reported that during a preventative maintenance (pm) performed by a getinge field service engineer (fse), the batteries of the cs300 intra-aortic balloon pump (iabp) failed the battery run-time test. The unit failed to meet the minimum battery run time. This is a getinge owned rental unit. There was no patient involvement; thus no adverse event was reported.